Manufacturer narrative:
(B)(4). Retainer ring = black. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Unit received with fading serial number. The unit p-cap / test reservoir locks in place properly. No moisture damage noted on electronics assembly, motor, vibrator motor and battery tube assembly

Event description:
Information received by medtronic indicated that insulin pump had occlusion alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.